Event description:
N/a.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the auto-fill failure alarm was being generated every few seconds. It was stated that the same issue had occurred previously, but through troubleshooting they were able to resume pumping without further issue. The customer understood that if they were not able to resume pumping this time, the iab would have to be removed. They had tried lowering the augmentation control, pressing the "fill" key, and a chest film showed correct placement. They had tried several pumps but the issue appears to be the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood in the tubing and the patient was stable. The attending physician asked her to call to see if it was necessary to remove the iab. We advised that if the iab cannot pump, it should not stay in. Troubleshooting measures had been tried and there was likely a kink in the line somewhere inside the patient. A physician redressed and maneuvered the iab and since then it has been alarming. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extracorporeal tubing, sensor connector and cable were cut from the iab and not returned. A visual examination of the product detected a penetration on the catheter tubing and an optical fiber break within a kink on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and eight leaks were detected on the membrane approximately 8.1cm, 10.2cm, 15.2cm, 16cm, (2) 17.5cm, 20.1cm and 23.9cm from the rear seal measuring (3) 0.038cm, (4) 0.013cm and 0.114cm in length. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing and breaking the optical fiber causing the reported problems. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. Additionally the penetrations found on the membrane appears to have been caused by a sharp object. It is difficult to determine when the penetrations occurred but it is possibly a result iab removal from patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(6).

Manufacturer narrative:
Event site full name: (B)(6) hosp. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the auto-fill failure alarm was being generated evert few seconds. It was stated that the same issue had occurred previously, but though troubleshooting ty wee able to resume pumping without further issue. The customer understood that if they were not able to resume pumping this time, the iab would have to be removed. They had tried lowering the augmentation control, pressing the "fill" key, and a chest film showed correct placement. They had tried several pumps but the issue appears to be the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no blood in the tubing and the patient was stable. The attending physician asked her to call to see if it was necessary to remove the iab. We advised that if the iab cannot pump, it should not stay in. Troubleshooting measures had been tried and there was likely a kink in the line somewhere inside the patient. A physician redressed and maneuvered the iab and since then it has been alarming. There was no patient harm or adverse event reported.